Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A venous air alarm occurred during a routine hemodialysis treatment, which the operator was unable to resolve. The circuit clotted due to the amount of time spent troubleshooting the alarm, preventing rinseback and resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the pt's blood in the event of an unrecoverable alarm. Air was observed by the operator indicating that the cycler alarmed appropriately. No similar problems reported subsequent to this event. A direct correlation between nxstage sys one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No add'l info will be provided.